Event description:
It was reported that the patient received multiple inappropriate shocks due to noise, oversensing and a suspected fracture on the right ventricular (rv) lead. During the lead revision, the superior vena cava (svc) was perforated and the procedure was stopped. The patient received a chest tube the following day and their heart rate and blood pressure had dropped. The rv lead was programmed off and will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead (B)(6) 2004. A 4194-78 implantable pacing lead: (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found. It was further reported that the rv lead was cut and capped with no replacement.